Event description:
It was reported during an ipg replacement for normal eri, the physician cauterized the extension by accident. The physician saw it was visibly cut. The extension was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.